Event description:
A customer contacted baxter's technical service center regarding programming issues on the homechoice (hc) unit. The home patient (hp) stated that the machine "is changing cycles again". It is unknown during which stage of therapy this occurred, if the hp was connected, or how long the device was in use. The technical service representative (tsr) will resolve the issue by replacing the device. The hp confirmed that they will have a nurse program the new device. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Home patient returned call to writer. He stated that his machine was swapped, actually more than once, but that the machine he has currently has been fine. He did not know what caused the alarm. He confirmed that his health was not impacted as a result of the event. The device did not meet baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. The reported condition of changing cycles was not confirmed nor duplicated. The assignable cause of the reported problem was undetermined. No specific action was taken to correct the reported condition as the unit was repaired according to required procedures and it passed all check and calibration tests successfully during service.